Event description:
The reporter stated in 01/2003 a surgeon implanted a aa4203tl toric silicone lens. The pt started to experience double vision. Another surgeon explanted the lens in 2005. Surgery was completed using a different lens.